Event description:
The customer provided a photo with note stated; " leaking at connection site on 3 way" with an incomplete date documented on the note as 19 dec. Per photo received it was noted that lipids were leaking. Although requested the customer did not indicate any patient harm or medical interventions required.

Manufacturer narrative:
The customer¿s report of a faulty 3 way leaking was confirmed. Functional testing as received replicated a leak at the engagement between the 4-way connector and tubing. Visual inspection under magnification observed a sink condition in which there is a space/gap in between the tubing and the connector (corresponding to the engagement where the leak was observed), thus creating a fluid path and the observed leak. The tubing¿s outside diameter was measured and found to be within measurement specification. The root cause of the leak was a manufacturing issue of a sink condition in the connector.

Manufacturer narrative:
The customer's complaint of an extension set leaking could not be confirmed because the product was not returned for failure investigation. A photo of the set inside a sealed package was provided by the customer. However; no issues were observed based on the photo provided. Patient demographics requested however not provided. The root cause of this failure was not identified.

Event description:
The customer provided a photo with note stated; " leaking at connection site on 3 way" with an incomplete date documented on the note as (B)(6). Per photo received it was noted that lipids were leaking. Although requested the customer did not indicate any patient harm or medical interventions required.